Event description:
During an incident in 1999, involving a female patient, who had been seizing, had just stopped breathing and was in cardiac arrest, this defibrillator analyzed the patient's rhythm as "no shock indicated" but the customer believes the patient was in a shockable rhythm. Patient was found unresponsive, weak pulse, no respiration, skin cyanotic. An airway was inserted, o2 via bvm with vents begun. The patient lost pulse, was placed on a long board and removed from the house. CPR was continued throughout. The patient had a long history of renal failure, htn, & cardiac.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing verified the unit's rhythm detection circuit and ability to treat a rhythm. The returned incident report assessed the patient's rhythm each time as "no shock indicated". The rhythm during analysis (when no one was touching the patient) was near flatline. At other times, there was activity that may have been from patient treatment, movement or CPR. A clinical investigator reviewed the report and determined the unit functioned according to its algorithm with no shock indicated for the low amplitude activity that appeared to be asystole. The customer was sent a letter explaining our evaluation.